Event description:
It was reported that a remote transmission revealed low impedance and multiple episodes of noise on the ventricular lead. The lead remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.